Event description:
Port-a-cath inserted. The cath was used to infuse chemotherapy without difficulty 22 days later, at oncology. Two days later, the oncology nurse encountered difficulty flushing prior to treatment. She sent the pt to dr to evaluate the cath. Dr met the pt in the ed, accessed and flushed the port without difficulty. The pt went for a chemo treatment 21 days later. When the nurse attempted to flush the port-a-cath, the pt screamed in pain. The nurse sent the pt to the radiology dept for a port study. Initial fluoroscopic evaluation showed that the port had a needle within it, but that the cath was actually broekn. The cath was broken and separated form the remainder of the cath by approx 3 cm near its insertion site into the subclavian vein. A long portion of the cath -13-14cm- was floating free in the superior vena cava and the atrium. The pt was sent to a cardiologist for interventional removal of the broken piece. The pt will return to dr for insertion of another catheter to resume treatment.